Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 06/18/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
The patient complains about the following: subcutaneous injection leads to more bleeding than other needles.

Manufacturer narrative:
This supplemental report is being submitted to correct previously submitted information. MDR report number 3014312726-2024-00264 was submitted in error. The associated complaint involves a product distributed outside of the united states, with no similar device currently marketed in the u.s. There was no involvement of serious injury or death.